Event description:
It was reported that vessel dissection occurred. The 90% stenosed target lesion was located in right coronary artery (rca). Following pre-dilatation of 2.0x12mm non-boston scientific (bsc) balloon, a 2.75x32 synergy xd drug-eluting stent (des) was deployed in proximal rca and a 12 x 2.50 promus premier des was deployed in distal rca. However, post deployment, an edge dissection was noted in distal end of distal rca stent. The dissection was covered with a non-bsc stent, and the procedure was completed. No further patient complications were reported, and the patient status was stable.

Event description:
It was reported that vessel dissection occurred. The 90% stenosed target lesion was located in right coronary artery (rca). Following pre-dilatation of 2.0x12mm non-boston scientific (bsc) balloon, a 2.75x32 synergy xd drug-eluting stent (des) was deployed in proximal rca and a 12 x 2.50 promus premier des was deployed in distal rca. However, post deployment, an edge dissection was noted in distal end of distal rca stent. The dissection was covered with a non-bsc stent, and the procedure was completed. No further patient complications were reported, and the patient status was stable. It was further reported that the target lesion was mildly tortuous and non-calcified. The stent was fully deployed at 14 atmospheres and was post-dilated after the dissection was covered. Additionally, the dissection was noted to be flow limiting.